Manufacturer narrative:
Corrected data: originally this was reported with a lot number and should have been reported as unknown lot number. Two possible lot numbers were reported but the end-user is not sure of the lot making the lot number of the suspect device unknown. Manufacturer narrative: the device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR / lhr, device history record / lot history record, review was not accomplished as the lot number was not available. The cervical cone, and vaginal cone were completely detached from the manipulator tube, but the intrauterine balloon, handle and pilot balloon were still attached. The proximal end of the intrauterine balloon appeared to have been "peeled" just over the shrink band on the manipulator tube. The inside diameter of the cervical cone measured within specification using calibrated pin gages. The outside diameter of shrink band varied between 0.220 and 0.230 inch providing an interference fit between the inside diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. The uterine balloon adds additional resistance to detachment of the cervical cone. A vcare cone / balloon detachment investigation guidance questionnaire was completed by the end-user for this complaint. From the questionnaire it is known that, the uterus was removed through the vagina, attempt was made utilizing the vcare device. The questionaire noted that this procedure involved an anatomically large uterus which may have been a contributing factor regarding the incident. The end-user also mentioned that the device was difficult to remove requiring excessive force. The possible cause this complaint is application of force during manipulation of the device which exceeded its cervical cone pull off strength capability. This would allow the vcare shaft to pull through the cervical cone and vaginal cone. A large uterus may have been a contributing factor requiring additional force during removal. The risk associated with this complaint is mitigated in the vcare dfu which states, "unlock the locking mechanism by turning the thumb-screw counter-clockwise (anti-clockwise). Swipe finger around the vaginal cone to release cone from the vaginal tissue. Retract the blue tube back to the molding hand assembly. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been removed from the patient." The dfu also cautions that, "vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal." The complaint investigation has not identified a manufacturing defect; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.

Event description:
It was reported, "during a robotic tlh the vcare product came apart - both the front and back cups went over the inflated balloon during the efforts to remove the uterus. The uterus had to be removed vaginally with graspers and forceps adding unnecessary time to the procedure and the doctors were quite frustrated." It was also reported, "no injury to patient - they have recovered fully." Lot number was reported as 1101171 -or- 1008181.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2011-00062, and, medwatch 1320894-2011-00091. The device is anticipated to be returned to conmed for evaluation; however, the device has not been received to date. Conmed is attempting to acquire additional information regarding this reported incident. On completion of the quality engineering investigation of this reported incident, a supplemental report will be filed. Device not yet returned to manufacturer.